Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the infusion device delivered an unintended temporary basal rate (tbr) of 180%. The patient did not program this tbr. The patient experienced low blood glucose levels.